Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the pump unit was used to provide irrigation for the surgical field. It was further reported that during the case 28 - 3 litre bags of fluid were utilized, per the account this was more than usual as they generally use no more than 7 - 3 litre bags. Further, the pt was hospitalized overnight due to shortness of breath and facial swelling secondary to extravasation of the large volume of fluid utilized during the case.